Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there were high lv (left ventricular) thresholds over the life of the device, and it was noted that the lv lead had pulled back into the coronary sinus. During the lead revision attempt, the lead could not be extracted due to scar tissue in the superior vena cava, so the lv lead was capped and replaced. It was also reported that there were only two years of battery life left and the device was at eri (elective replacement indicator). The physician was not happy about this but accepted that this was due to high ouptut on the lv lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.